Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to display anomaly. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked alarm. The customer's blood glucose level was 15.9 mmol/l at the time of the incident. The customer reported no delivery during the night. The customer performed 5 unit fixed prime and there were no alarms. The self-test was normal. The product was returned for analysis.